Event description:
During baxter's device evaluation, the device displayed at "upstream occlusion!" Alarm when no occlusion was present. There was no patient involvement as this was found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The evaluation confirmed and reproduced the reported symptom, determined to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced.